Manufacturer narrative:
(B)(4). The device was investigated and the reported mechanical issue (clip open - efaa) and inability opening the clip (mechanical jam) were not confirmed during returned device analysis as no issues were noted during testing. Additionally, the reported difficult to remove could not be replicated in the testing environment as it was related to patient/procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product quality issue. Reportedly, difficulty was noted to remove the clip as it interacted with the chordae and tissue damage (mitral valve injury) was noted. The reported patient effect of mitral valve injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. It should be noted that per the intended use section of the mitraclip system IFU, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. Moreover, it was reported that the user deviated from the IFU as the physician closed the clip before locking the clip; and per IFU warning which states that failure to lock the clip may result in loss of leaflet capture and insertion. Loss of leaflet capture and insertion may result in inadequate reduction of mitral regurgitation and may result in single leaflet device attachment (slda). All available information was investigated and a definitive cause for the reported mechanical issue ((clip open - establishing final arm angle (efaa)) could not be determined in this incident. The reported mechanical jam resulting in the reported difficulty removing the device was due to the reported improper or incorrect procedure or method (failure to follow steps) as the physician closed the clip before locking the clip. The reported improper or incorrect procedure or method (indication for use) appears to be due to off-label use of the device as tricuspid regurgitation (tr) was treated using a mitraclip device; however, off-label use of the device did not contribute to the reported issues. Moreover, the reported tissue damage appears to be due to difficult removing the clip delivery system (cds). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed since the clip opened while locked, the clip was unable to be inverted, and tissue injury occurred. It was reported that this was a tricuspid procedure treating functional tricuspid regurgitation (tr) grade 4. Clip delivery system (cds0602-xtr 80212u364) advanced to the tricuspid valve. During the third final arm angle (faa) assessment, the clip opened to 60 degrees while locked. This happened again so it was decided to remove this device as it failed faa. During cds removal, the clip was unable to be inverted. The clip was unable to invert more than 60 degrees and chordae injury then occurred. Reportedly, not all steps were performed per instruction for use as the physician closed the clip prior to locking the clip. Two other mitraclips were implanted, one as treatment for the chordae injury, on the tricuspid valve without noted issue, reducing the tr to grade 2. No additional information was provided regarding this issue.